Manufacturer narrative:
Additional information received between 2 and 5ml of water went into the patient's lungs. Information was also provided that the patient had a bad panic; worried this will happen again.

Manufacturer narrative:
Evaluation results: bivona tracheostomy (neo/ped) were received without their original packaging inside a ziploc bag. The samples were received in used conditions with their obturator and with their certificate of decontamination. Visual inspection was performed at 12" under normal lighting to look for any damage on the cuff, airline, or pivot balloon. During the visual inspection, it was observed that there were wrinkles on the cuff, as well as some contamination on the tubes. The cuff was inflated with 5 ccs of air. The cuff immediately deflated following the inflation. The samples were tested on leak test. The test was performed under water as per mp bivona tt-tj130, leak test, rev. 102. During the test, a leak was detected on both samples.  The cuffs were inspected and it was found a hole at the same place. The most probable root cause for the customer complaint is that the damage to the device occurred after the product left the manufacturing facility. As a preventive action, manufacturing personnel were notified by the quality engineer on 10/jul/2019, of the reported failure mode in order to raise awareness.

Event description:
It was reported that while a smiths medical tracheostomy was in use, the cuff had broken with 2.5 ml remaining. It was noted that the remainder went into the patient's lungs. A tube change out was required as a result.